Event description:
It was reported that the patient experienced a prolonged low blood glucose event while using the ilet with a libre 3+ after overnight corrections during the learning phase, followed by treatment with oral carbohydrates that resulted in rebound high glucose; education was provided on treating lows with 5¿15 g carbohydrate and delaying meal announcement until stabilization. Symptoms included hypoglycemia with diaphoresis, malaise, and shaking. Outcomes included an event that required medication-level intervention with oral glucose and was characterized as a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was attributed to improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.